Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 484mg/dl, 187 mg/dl, tests were done within <10 mins with a difference of 78%. Pt did not experience any adverse events. No further info has been reported. "Control solution test fell within range."